Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support arranged a replacement pump under warranty, confirmed shipping details, and instructed customer to put pump into storage mode before return, re-enter pump settings, and reconnect continuous glucose monitor on the replacement, and customer agreed to return faulty pump using prepaid label within 10 days.